Event description:
A patient reported blood glucose results of "412 mg/dl" with a lifescan meter and "316 mg/dl" on a laboratory device, performed within 30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on the statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.